Event description:
Pt presented with acute mi. An iron man coronary guide wire was used in the coronary. When wire was removed, it was noted a portion of the tip had broken off. The coronary vessels, aorta, sheath and femoral vessels were x-rayed and the broken wire was not found. All equipment was changed out for new. After the case, the first guide used was x-rayed and the tip of the wire was found curled in the guide catheter. No harm to the pt.